Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 48 mg/dl. Customer was treat with food for low blood glucose level. Customer declined to troubleshoot for low blood glucose level. Customer also experienced various blood glucose level of 175 mg/dl and 83 mg/dl. Customer was using auto mode. The insulin pump will be returned for analysis.